Event description:
It was reported that a cartridge change error occurred during the load sequence. Customer reverted to manual injections for insulin therapy. There was no reported adverse impact to the customer's blood glucose level.